Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: five (5) images of the applier handle were received. One image shows blood leaking from between the handle components indicating possible back bleed through the handle. Two of the images show the blue error light and back light on indicating an error had occurred. One image shows the error, back and forward light on indicating the applier was performing the on/self-check sequence when powered up. The final image shows the applier handle with only the blue error light on; there is no action the applier performs that results in only the error light lighting up. The reported error display and failure to achieve hemostasis were confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device during an unknown endovascular procedure. It was reported that during the index procedure 1 endoanchor was successfully implanted and the applier was removed smoothly. The heli-fx guide catheter was repositioned and the second endoanchor was loaded. The applier was introduced through the guide to the intended place and when the physician pressed the forward button the applier did not respond and the blue light turned on. It was noted that after the procedure blood was seen leaking from the applier at the junction of the two parts. There was no damage noted to the device packaging prior to opening or to the applier prior to insertion into the patient. The cause of the blue-light error and blood leaking from the applier is undetermined. No additional clinical sequalae were provided and the patient will be monitored.